Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual evaluation: the pusher catheter was received inside of the introducer sheath. The sheath was attached to the storage tube. The introducer sheath was returned kinked approximately 8.8cm from the distal tip. It is unknown how or when the kink to the introducer sheath occurred as it was not reported by the user. Skiving was found approximately 23.4cm from the distal tip and continues proximally for approximately 11.2cm. Indentations on the introducer sheath were noted approximately 34.6cm from the distal tip. It is possible that the indentations were caused when the user removed the filter from the sheath post procedure. The filter had all 6 arms and 6 legs present and intact. The filter was returned with two legs crossed. No skiving was found in the storage tube. The pusher wire was removed from the introducer sheath. No kinks were found on the pusher catheter. Performance evaluation: the hub of the returned introducer sheath was sliced open longitudinally and there were no gaps or skiving present. The introducer sheath was sliced open longitudinally. Skiving was observed inside the introducer sheath. The filter limbs were uncrossed. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive for the filter allegedly failing to advance through the sheath as the filter was returned deployed. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current denali filter IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, resistance was felt advancing the filter through the deployment sheath until the filter became stuck and could not be deployed; therefore, the filter and deployment system were exchanged for a new filter system that was prepped and deployed successfully. There is no reported patient injury.